Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(4) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on (B)(6) and (B)(6)-2009 respectively were processed together. This case involves a female patient (age nos) who received poly-l-lactic acid (sculptra) on an unknown date. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed visible lumps. Correction treatment, if any, was not reported. The lumps are ongoing. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.

Manufacturer narrative:
Conclusion: no faults detectable. Reporter's causality assessment: not provided.